Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of amphotericin from a 2500cc bag, but there were no drips of fluid flowing from the bag into the tubing chamber. The event occurred at the infectious diseases antibiotic program. No additional information is available.